Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was blocked due to purge failures and missing transaction sessions. A technical support specialist (tss) performed troubleshooting by following knowledge article, controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time, which indicated purge selection failures in outbound messages and showed a backlog. The issue was corrected using knowledge article, medstation es - server purge failure outboundmessagexmlmissing along with additional guidance from another knowledge article. The resolution included restoring and shrinking the station database, which reduced the size to 8 giga bytes (gb), and addressing the full synchronization requirement due to more than 14 days of lost communication. Further actions included adjusting server-side purge retention settings to stabilize purge operations and monitoring until purge dates and counts normalized. A subsequent retry error on the station was resolved using knowledge article, med es 1.5.2.1 retry mode insert into tx.discrepancy. Additional network related communication issues were investigated and confirmed port accessibility and verified upload and download activity. Repeated server log errors led to identifying that the windows time service was not running on the station; the service was restarted successfully, restoring proper time synchronization. Station logs were verified, and all communication and purge activities resumed normal behavior. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device displayed a "failed to download data" error. The station database size had exceeded 10 gb, and a controlled purge monitor was scheduled to run every two hours, however, the station required the database size to be corrected before the control purge could start. The customer reported that the device continued to show the station error due to the oversized database. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.